Event description:
It was reported that during implant procedure the lead was discovered to be broken near the end that plugs into the battery (broken at the distal end of the lead), so a different product was used for the implant and the issue was resolved. Patient status at time of this report was alive with no injury and there were no patient symptoms or complications associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the lead (lead 3778-60 1x8, serial # (B)(4)) found its proximal end connector bent. All conductors were bent by the #0 connector 2.4 cm from the proximal end. The lead was functionally ok, with acceptable continuity and no shorts between circuits. Outer insulation was intact.